Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation and 1st degree atrioventricular (av) block. The length of the membranous septum was 2.3mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient was developed with a complete heart block, and a temporary pacemaker was required to support the rhythm. During the procedure, the valve was able to be implanted at a depth of 0mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient had extended hospitalization. The implanter classified this event as being related to the patient¿s past medical history. The patient was discharged home with a holter monitor.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.